Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of "03.404.000s, ria 2 bone harvesting kit 520mm sterile" revealed that the filter assembly has been broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. But, for the other reported event can not be confirmed. As, the evidence provided was not sufficient to confirm the reported event of unable to assemble or disassemble. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit 520mm sterile would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: packaged, sterilized and released by: monument. Release to warehouse date: 18-nov-2024. Expiration date: 31-oct-2026. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 41781p9 (sterile). Device history review: a manufacturing record evaluation was performed for the finished device with batch number 41781p9. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the surgeon used the ria 2 device and it was noted that the plastic melted and it was difficult to remove the ria shaft from the plastic ria graft kit. The procedure was successfully completed with sufficient graft. No other medical intervention was required.